Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the attachment device had a screw missing. There were no delays to the surgical procedure as a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. A functional assessment was performed and the device meets manufacture's specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional information was received regarding the event. The reporter stated that the attachment device was never the problem but was told to return the device. The event details were updated. It was reported that during a spine fusion surgical procedure, it was observed that the hand control device was broken, missing a screw and the piece that contained the serial number was missing. According to the report, it was observed that the screw was missing prior to the incision. The user was unable to put the motor device in safe mode as a result. It was further reported that the hand control device was sliding off the motor device. The device was in use with an attachment device. The reporter stated that there was no issue with the attachment device. There were no delays to the surgical procedure. It was reported that a spare attachment device was available. There was patient involvement. It was not reported of there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.